Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/23/2005 and was last repaired on 05/31/2006 for a non-related issue. Evaluation of the device observed nicks to the cutter and the side plates were not flush with the base of the unit. Damage was also observed to the handle of the device. Prior to repair, the device was outside calibration specifications on both sides, but the device produced an acceptance test mesh. Lack of preventative maintenance and improper handling most likely caused the lack of calibration of the device, nicks to the cutter, displaced side plates and damage to the handle of the unit. The lack of calibration and damage to the device most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer meshgraft ii needed sharpened. Additional clinical follow up with the customer indicated that the teeth looked jagged and that the skin graft would either get caught or not mesh all the way through. The harvested graft was damaged and an additional unplanned graft harvest was required to obtain enough tissue to cover the wound site. There was some extension in surgical time due to the surgeon having to make the graft work to cover the wound; however, the amount of time surgery was extended was unknown.